Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed open and oozing wounds on her breasts under the garment. The patient was under medical care for other infected wounds (not caused by the lifevest) and was instructed by the physician to remove the lifevest until the wounds on her breasts healed completely. Follow-up indicated that the lifevest was still irritating the wounds and patient ended use.